Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-dec-2017 with the following findings: during investigation, moisture was observed behind the display lens. The keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were found to be unresponsive. The keypad cover was removed and there was no evidence of contamination under any of the key contacts. The pump cover was removed and moisture was observed throughout the internal components including the printed circuit board, keypad flex cable and keypad flex connector. The original complaint of a keypad response issue was duplicated and found to be due to moisture ingress.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive and that the patient consequently experienced both over and under-delivery of insulin. It was also alleged that moisture ingress was located under the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.